Event description:
Device malfunction: cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted vessel closure of the left common femoral artery after an unknown procedure. The physician reported a cuff miss. The device was removed and hemostasis was achieved using an angioseal. Though requested, no additional information was available.

Manufacturer narrative:
The device has been returned. Investigation is not complete.